Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis : the reported complaint of a balloon rupture was confirmed during product evaluation. A radial tear around the entire circumference of the proximal peak of the ibt balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. The above observations are consistent with intraoperative instrument damage.

Event description:
It was reported that a patient underwent a kyphoplasty at t11 and t12 to treat compression fractures. During the procedure, the ibt ruptured in t11 during inflation. The psi was 190 and 3cc prior to the rupture. There were no patient complications reported.